Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 978b128, serial#/lot# (B)(6), implanted: (B)(6) 2024, product type: lead; section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 31-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were just in to see their doctor today. Patient stated they were going back for surgery due to complications. Patient reported they were in a lot of pain around the incision site and that their healthcare provider (hcp) told them the leads migrated and they were not where they were supposed to be. Patient said they were on a waiting list because the machine that they were needing to use for the surgery went down but the surgery was scheduled for (B)(6). The patient was redirected to their hcp to further address the issue.